Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 20x4.50 mm omega¿ bare metal stent for use, it was noticed that upon taking the device out from the sterile package, the stent struts were damaged. The procedure was then completed with another of the same device. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega sds with stent. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. Microscopic examination revealed that the stent was moved 7mm distal of the proximal markerband. The distal portion had struts that were flared, bent and overlapping onto the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. While preparing a 20x4.50 mm omega¿ bare metal stent for use, it was noticed that upon taking the device out from the sterile package, the stent struts were damaged. The procedure was then completed with another of the same device. This product is only ous approved but it is similar to an approved us device.